Manufacturer narrative:
Device evaluation: the information provided by the customer "foggy" can be confirmed. The imaging shows blurring on one side at the left edge of the image. Furthermore, there are mechanically caused impact marks at the distal end. The optical shaft is bent. The blurring observed in the imaging may have been caused by the distal mechanical damage and the mechanically bent shaft. The damage/defects observed cannot be attributed to a manufacturing/production defect. The damage was most likely caused by clinical use/clinical reprocessing. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the optical system has a foggy image. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).